Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device logs. However, the device was put through extensive testing including fast testing, on/off current testing, circuit/ patient impedance testing and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The pads were returned for evaluation; the pads were expired and were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error messages related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. Analysis of reports of this type has not identified an increase in trend.